Event description:
It was reported that customer's insulin pump alarmed battery out limit. Customer was changing the battery but left the battery out of the device too long. Customer's blood glucose was 114 mg/dl. The battery cap and compartment were cleaned. The buttons are not working, so the alarm cannot be cleared. The device was not dropped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, and cracked reservoir tube lip. The insulin pump had intermittent button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.